Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient recorded egms of vt. The atrial channel was turned off, since the patient does not have an atrial lead. Review of the egms revealed that there were parts of the egms that do appear to be true vt. The patient is not doing well medically; the patient experienced a cardiac arrest. The interval was quite stable, and in certain cases it accelerates very quickly. The device did not deliver any therapy because the rhythm was falling into the monitor zone. An atp only in the monitor zone was programmed. One static and one with re-adaptive on. The device did not contribute; it acted appropriately. Further information notes that the patient expired on (B)(6) 2016. The patient was reported to have renal failure. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.